Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 397 mg/dl and other blood glucose were 454 mg/dl and 379 mg/dl. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer declined high blood glucose troubleshooting. Customer stated her blood glucose was rising. Customer stated that insulin pump had bent cannula. The insulin pump will not be returned for analysis.